Event description:
A customer's mother reported that the night before the medical episode occurred, customer obtained a glucose reading of 243 mg/dl that he thought was higher than he felt and self-dosed with insulin based on that reading, which resulted in hypoglycemic episode next morning. The customer reportedly lost consciousness and was given glucose and some apple juice by his mother before paramedics arrived. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The meter has been returned and investigated. The complaint was not confirmed and no new issues were observed.